Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 52mm abdominal aortic aneurysm. Posterior angulation was identified. It was reported during the index procedure, a possible type ia endoleak was observed. Then on final angiogram a possible type I or IV endoleak was noted in a bifurcate stent graft. The endoleak was described as more of a swirl through the fabric. To address the endoleak, an endurant cuff (etcf3636c49e) was implanted, which the resolved the endoleak. No issues were reported with the endurant ii limbs. Per the physician the cause of the endoleak was not determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.